Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: (B)(6) 2011- pregnancy test negative current weight (B)(6) . Concurrent conditions included morbid obesity and drug allergy. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"), was found to have weight increased ("weight gain") and underwent tooth extraction ("back teeth removed"), 4 months 25 days after insertion of essure. On (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rashes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), tooth loss ("tooth loss"), anxiety ("anxious"), depression ("depression") and back pain ("lower back pain"). The patient was treated with surgery (operative laproscopy with bilateral roboti salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, tooth loss, menorrhagia, anxiety and depression had not resolved and the vaginal haemorrhage, cystitis, urinary tract infection, rash, weight increased, alopecia, tooth extraction and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, rash, tooth extraction, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-3-4 coils in left and 1-2 coils on right. Discrepancy noted regarding essure removal - as per current follow up essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events abnormal bleeding (vaginal), bladder infection, urinary tract infection, rashes, weight gain, hair loss, back teeth removed, vaginal discharge, lower back pain, she didn¿t undergo essure confirmation test were added. New reporter, patient information, medical history, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), tooth loss ("tooth loss"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (operative laparoscopy with bilateral robot salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, tooth loss, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), tooth loss ("tooth loss"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (operative laparoscopy with bilateral roboti salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, tooth loss, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and tooth loss to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.